Event description:
It was reported that one day post-implant the rv lead showed a loss of capture. The lead was replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted.